Event description:
Related manufacturer report number: 2017865-2023-43015. It was reported that the implantable cardioverter defibrillator (ICD) was reported for a malfunction. It was reported that a lead fracture was observed on the right ventricular (rv) lead.

Manufacturer narrative:
Related voluntary medwatch: mw5122838; mw5122837.